Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection and pocket hematoma, it was noted that the pocket eroded. The pulse generator was explanted and replaced. The patient¿s condition before, during and post procedure was stable. No further information was reported.